Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported blood glucose level was 157 (mg/dl). Reportedly the customer will contact their pharmacy to obtain alternate insulin therapy. The customer declined follow up by tandem technical support to ensure backup therapy was obtained.